Event description:
Potential for injury associated with a 3gar power wheelchair where the left motor seized, causing the chair to stop. The user was stranded in the middle of the street, and the fire department had to come and move the chair.